Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that during an atrial tachycardia (at) procedure, the signal interference (noise) was observed on all ECG (bs + ic) channels on both the carto 3 and the ep recording system, making this event reportable. In addition, the customer experienced ¿catheter or cable error¿ which was displayed on the caro 3 system. This issue is not reportable malfunction. The issues were resolved by changing the catheter and the case was completed without any patient consequence. No anomalies were found on the catheter during the procedure.

Manufacturer narrative:
(B)(4). It was reported that during an atrial tachycardia (at) procedure, the signal interference (noise) was observed on all ECG (bs + ic) channels on both the carto 3 and the ep recording system, making this event reportable. In addition, the customer experienced ¿catheter or cable error¿ which was displayed on the caro 3 system. This issue is not reportable malfunction. The issues were resolved by changing the catheter and the case was completed without any patient consequence. The returned device was visually inspected upon receipt and it was found in normal condition. The returned device was then evaluated for electrical resistance and current leakage and it failed, all electrodes had leakage. Further examination revealed that the catheter internal components were covered by corrosion. Catheter shaft and irrigation tubing was broken at the handle-shaft transition area covered by the client tip. Due to the irrigation tubing broken there was a leakage responsible of the corrosion found on the inner components of catheter causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.